Event description:
The initial attorney report alleged pain, adhesions, abscess, bowel perforations, defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004 - repair of incarcerated recurrent incisional hernia in the llq with composix kugel mesh. On (B)(6) 2007 - patient presented with severe left lower abdominal pain and elected surgical intervention. Excision of composix kugel mesh with placement of a non-bard mesh was performed. Mesh adhesions were noted and lysed. On (B)(6) 2008 - repair of recurrent incarcerated incisional llq hernia with a perfix plug. Reportedly, the are contained very thin fascia and flat mesh was laid on top of the fascia and secured. On (B)(6) 2009 - repair of incisional llq hernia. Reportedly, the perfix plug and the flat mesh were left intact and another flat mesh was placed and sutured to the previously placed mesh.

Manufacturer narrative:
Initially, one event was previously reported by the patients' attorney. However, review of the medical records showed there to be additional implants and postoperative events. Based on the information available at this time, no definitive conclusions can be made. This is a patient with a medical/surgical history significant for colon cancer having undergone a colostomy and a colostomy revision as well as multiple other abdominal surgeries. Approximately, ten months post implant of the perfix plug and flat mesh the patient developed another hernia in the llq. This was repaired with placement of a flat mesh over the existing mesh. Also noted in the operative report was that the sac was removed from the surrounding subcutaneous tissues to help facilitate no recurrence of the seroma. There is no other information documenting the formation of a seroma; however it appears as though the patient may have been treated at some point for seroma formation. Both seroma and recurrence, are known possible adverse reactions listed in the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2008-00221 for information related to a composix mesh that was implanted in the patient's ruq on (B)(6) 2001. The composix kugel mesh implanted on (B)(6) 2004 was reported to the FDA in accordance with rae (B)(4). See MDR 1213643-2012-00656 for information related to the flat mesh implanted on (B)(6) 2008.